Event description:
The customer reported that there was a crack in insulation of power cord where it enters the monitor cart chassis.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service rep pushed the cord into the chassis past the break. He tested system and found to be working as designed.